Manufacturer narrative:
Complaint conclusion: as reported, two 5f mynx control vascular closure devices from the same box were unable to be advanced through a 5f non-cordis sheath for deployment. The first mynx control vcd would only advance halfway and after removal from the sheath, the sealant was visible. The sheath was exchanged for another 5f non-cordis sheath and the second mynx was used. However, this second mynx would not advance all the way either. After the second device could not advance through the sheath, it was upsized to a 6f sheath and an unknown 6f/7f mynx was used. Manual pressure was required after a hematoma developed and pressure was held for 20 minutes. There were no reports of patient injury. The mynx was used in an interventional procedure and a retrograde approach was used. The deployer for the mynx is in training for the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used on the common femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The sheath was not kinked or bent upon removal. There was no visible bend or damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. The access site vessel was not tortuous. The patient¿s body mass index (bmi) was not greater than 40 kg/m2. The sealant sleeves were slightly flared after removal from the sheath. The sealant was exposed to bodily fluids in the sheath. This was possible due to damage of the sealant sleeves. The sealant was prematurely exposed and deployed when introduced into the sheath. The device was removed from the package by being grabbed by the handle and being carefully removed. The 6f/7f mynx control device will not be returned for analysis. (B)(4): a non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, and the stopcock was observed opened. The syringe and the procedural sheath were not received for evaluation. In addition, the balloon was found fully deflated, and the sealant was found in its manufactured position fully covered by the sealant sleeves and slightly swelled from exposure to blood. No damages were observed to the sealant sleeves assembly. Per functional analysis, without the return of the procedural sheath, an applicable lab sample sheath introducer was used to perform the insertion/withdrawal test on the returned product, and the device was able to be inserted/advanced through the lab introducer sheath without issue during the device failure investigation. The returned device performed as intended per the mynx control IFU. In addition, a simulated deployment test was performed on the returned device per the mynx control IFU, step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2. The returned device performed as intended per the mynx control IFU. (B)(4): a non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, and the stopcock was observed opened. The syringe was not received for evaluation. In addition, the balloon was found fully deflated, and the sealant was found in its manufactured position fully covered by the sealant sleeves and slightly swelled from exposure to blood. No damages were observed to the sealant sleeves assembly. In addition, an unknown procedural sheath was received separated from the device and no damages were noted on it. Per functional analysis, an insertion/withdrawal test on the returned product was performed with an applicable lab sample sheath introducer and with the unknown procedural sheath received. The device was able to be inserted/advanced through the lab sample sheath and the unknown procedural sheath without issue during the device failure investigation. The applicable lab sample sheath and the unknown procedural sheath received were also able to be withdrawn without issue. The returned device performed as intended per the mynx control IFU. (B)(4): the 6f/7f mynx control vascular closure device was not returned for analysis. The reported events of ¿mynx control system-impeded¿ were not confirmed through analysis of the returned devices as they both passed functional analysis. Additionally, the reported event of ¿mynx control system-deployment difficulty-premature¿ was not confirmed through analysis of the devices since the sealants were fully covered by the sealant sleeves. The exact cause of the issues experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the failures experienced. However, handling factors are possible since there were no anomalies noted during functional analysis, including the insertion/withdrawal test with the procedural sheath. It should be noted that the slits in the sealant sleeve assembly are not a product defect. The mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. Regarding the hematoma that occurred after use of the third mynx control device, access site hematomas/hemorrhages are a common post-procedural complication and is listed in the product¿s IFU as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ the IFU also instructs, ¿¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ neither the product analyses, nor the information available for review suggest that the issues experienced by the customer could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 5f mynx control vascular closure devices from the same box were unable to be advanced through a 5f non-cordis sheath for deployment. The first mynx control vcd would only advance halfway and after removal from the sheath, the sealant was visible. The sheath was exchanged for another 5f non-cordis sheath and the second mynx was used. However, this second mynx would not advance all the way either. After the second device could not advance through the sheath, it was upsized to a 6f sheath and an unknown 6/7f mynx was used. Manual pressure was required after a hematoma developed and pressure was held for 20 minutes. There were no reports of patient injury. The mynx was used in an interventional procedure and a retrograde approach was used. The deployer for the mynx is in training for the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used on the common femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The sheath was not kinked or bent upon removal. There was no visible bend or damage in distal end of the balloon shaft after removal. There was no excess force applied during insertion. There was no presence of pvd / calcium in the vicinity of the puncture site. The access site vessel was not tortuous. The patient¿s bmi was not greater than 40 kg/m2. The sealant sleeves were slightly flared after removal from the sheath. The sealant was exposed to bodily fluids in the sheath. This was possible due to damage of the sealant sleeves. The sealant was prematurely exposed and deployed when introduced into the sheath. The device was removed from the package by being grabbed by the handle and being carefully removed. The devices will be returned for evaluation.